Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was not returned to zoll medical corporation; instead, a zoll representative went on site to evaluate the device. The customer's report was duplicated and attributed to a faulty 12 lead ECG cable. The customer was advised to replace the 12 lead ECG cable. The device was recertified and placed back into service. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact as an ECG signal would be available to the user via electrode pads, paddles or internal handles.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently lost ECG interpretations via 12 lead. Complainant indicated that there was no patient involvement in the reported malfunction.